Event description:
Additional information received indicating that it was suspected that the cause of the event was due to damage in the right ventricular lead. No imaging was conducted to confirm the supposition.

Manufacturer narrative:
The reported event of oversensing and lead damaged were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the is-1 connector leg tubing at the proximal region of the lead. The polytetrafluoroethylene (ptfe) liner was abraded exposing the ring electrode coil in this location. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event of oversensing.

Event description:
During a remote follow up, oversensing due to noise was noted on the right ventricular (rv) lead. It was suspected that rv lead insulation damage was the cause of the event. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, oversensing due to noise was noted on the right ventricular (rv) lead. However, no intervention has been conducted at this time but rv lead revision is anticipated at the next follow up. The patient experienced no consequences and will continue to be monitored.